Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report the (B)(6) result. The customer changed the reagent pack as it was empty. The customer reran the patient sample after installing a new pack from the same reagent lot and the results were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found a problem on the aspiration probe 1. The suction on the aspiration probe was slow. The cse replaced the aspiration probe 1 and the relative tube and the issue resolved. The cause of the (B)(6) result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A (B)(6) result for immunoglobulin g (igg) antibodies to (B)(6) assay was obtained on one patient sample on an advia centaur xp instrument. The initial result was not reported to physician(s). The sample was repeated twice on the same instrument resulting (B)(6). The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6) result.